Event description:
Medtronic received information that five years and five months following the implant of this bioprosthetic aortic root valve, the valve was explanted for an unknown reason, and was replaced with a 20mm aortic homograft (non-medtronic valve). In addition, nine years and four months post implant of a pulmonary valved conduit, the valve showed pulmonary regurgitation with pulmonary stenosis. Balloon dilatations were performed, along with the insertion of three stents and implantation of this transcatheter bioprosthetic valve. Sixteen months later, this transcatheter bioprosthetic valve and the pulmonary valved conduit were explanted to obtain better access for reoperation of the previously implanted aortic homograft (non-medtronic). It was initially reported from the health care professional that the pulmonary valved conduit was functioning well. Additional information was received that the physician noted stenosis and calcification on the pulmonary valved conduit. Aortic root replacement and reconstruction of the right ventricular outflow tra CT was successfully performed with no adverse patient effects. The pulmonary valved conduit was returned for analysis.

Manufacturer narrative:
No customer response required. Product analysis #(B)(4): received in a light tan 0.2 % glutaraldehyde solution in the explant kit. A piece of host tissue was received with the valve for analysis. The melody valve appears to have been deployed within three bare metal stents that remain intact. Clusters of mineralization are noted on the outer surface of the device (s). All leaflets are slightly stiff but flexible except where host tissue extends on the outflow. A tear that inadvertently occurred during the explant observation is noted in one leaflet adjacent to a commissure. All leaflets appeared intact prior to the tear. A tear that inadvertently occurred during the explant observation is noted in one commissure. All commissures appeared intact prior to the tear. A remnant of pannus is observed on the outer wall of the device (s) slightly extending past the inflow orifice. A remnant of pannus is noted along the outer edge of the outflow orifice. Remnants of brown thrombotic appearing host tissue is observed on the tops of all commissures, extending slightly over the free margins and lunula of all commissures, showing leaflet adherence, resulting with some restricted leaflet movement. A remnant of brown thrombotic appearing host tissue was received with the valve. Brown friable host tissue is observed on the outer surface of the device within the struts of all existing stents. Radiography shows no evidence of mineralization in the valve and or host tissue. (B)(4).

Manufacturer narrative:
Additional information was received that approximately 1 year and 4 months post-implant, symptoms suggestive of impaired cardiac output were noted (lightheadedness, diminished exercise capacity). Unspecified surgical treatment was provided. Additional information has been requested.

Manufacturer narrative:
Additional information was received that the transcatheter pulmonary valve (tpv) had been explanted and replaced with a new sorin right ventricular outflow tract (rvot) conduit. The clinical indication for the surgical intervention was listed as pulmonary regurgitation with pulmonary stenosis of the pulmonary valved conduit (previously reported) and tpv recurrent stenosis. Of note, the echocardiogram prior to the replacement procedure noted a rvot gradient of 10 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
Received additional information updating patient weight. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being sent to correct the verbiage that was originally sent in the initial report. The initial report was inadvertently sent with the incorrect verbiage, please disregard. Written verbiage in the initial report, the correct verbiage is written below. Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a light tan 0.2 % glutaraldehyde solution in the explant kit. A piece of host tissue was received with the valve for analysis. The melody valve appeared to have been deployed within three bare metal stents that remained intact. Clusters of mineralization were noted on the outer surface of the device. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow. A tear that inadvertently occurred during the explant observation was noted in one leaflet adjacent to a commissure. All leaflets appeared intact prior to the tear. A tear that inadvertently occurred during the explant observation was noted in one commissure. All commissures appeared intact prior to the tear. A remnant of pannus was observed on the outer wall of the device slightly extending past the inflow orifice. A remnant of pannus was noted along the outer edge of the outflow orifice. Remnants of brown thrombotic appearing host tissue was observed on the tops of all commissures, extending slightly over the free margins and lunula of all commissures, showing leaflet adherence, resulting with some restricted leaflet movement. A remnant of brown thrombotic appearing host tissue was received with the valve. Brown friable host tissue was observed on the outer surface of the device within the struts of all existing stents. Radiography showed no evidence of mineralization on the valve leaflets, commissures and/or host tissue however, the side view of the valve showed mineralization between the mesh of stents on the exterior of the device. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and mineralization. This finding is generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).